Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels since being diagnosed with hypoglycemia unawareness. The customer was unable to provide bg values and reported that the cause of the low bg level were unrelated to the pump and supplies.